Event description:
This is a report of a patient who experienced a breach in aseptic technique resulting in peritonitis coincident with therapy for peritoneal dialysis. The break in aseptic technique was further specified as the patient accidentally disconnected himself during therapy. As a result of the peritonitis, the patient experienced abdominal pain and cloudy effluent. The patient was hospitalized for the event and treated with vancomycin, cefepime and ceftazidime. The patient had not yet recovered from the peritonitis. Retraining was performed on proper aseptic technique. The patient was later discharged from the hospital and therapy was discontinued. No additional information is available at this time.

Manufacturer narrative:
(B)(4). This is a report of a patient who experienced a break in aseptic technique resulting in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). On an unreported date, the patient experienced sepsis, however, the treatment was not reported. The patient had fungal peritonitis at the time of sepsis. On an unknown date, the patient died due to the sepsis. It was unknown if an autopsy was performed.